Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, the device valve seal was damaged, resulting to a rapid loss of abdominal pressure, and the seal began to leak upon insertion of the camera. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the dissector balloon and insufflation bulb were received. The circular seal for the dissector balloon was cut. The trocar balloon, obturator and inflation syringe were not received. A functional evaluation found that the hole was covered, and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when there is contact with a sharp surgical instrument during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.